Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.541 ng/ml, sample 2 = 0.602 ng/ml, sample 3 = 0.111, 6.07 ng/ml) from multiple patient samples run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results for samples 1 and 2 were initially reported out of the laboratory, but were questioned by a health professional based on serial vitros trop I es results. The higher than expected result for sample 3 was not reported out of the laboratory as the customer performed vitros trop I es testing in duplicate for this sample. The expected values (sample 1 = < 0.012 ng/ml, sample 2 = 0.014 ng/ml, sample 3 = < 0.012 ng/ml) were confirmed upon repeat analysis. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros 5600 integrated system. Although service actions were performed, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. In addition, there was no evidence to suggest a reagent malfunction had occurred. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.